Event description:
It was reported that the patient had expired due to unknown causes.

Manufacturer narrative:
Supplemental MDR is needed to add date of death.

Event description:
Supplemental MDR is needed to add date of death.